Event description:
This device was part of cerebrospinal fluid kit catalog number 10-155, lot number 03510. The reporter indicated the guide4 wire broke on the surgeon. The device iw reported to be in contact with a patient but it is unknown how or when the guidewire broke.